Manufacturer narrative:
In response to FDA report number: mw5088483. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "enlarged lymph nodes in the neck and armpit".

Event description:
Patient reported developing a hematoma, enlarged lymph nodes in the neck and armpit, concern with the product, and rupture. Patient additionally reported the following events which have been deemed not related to the device: "autoimmune issues", "elevated bp" (blood pressure), "palpitations", "rashes", "increased stress hormones" "hair loss" "multiple symptoms", "lump in the breast, large mass removed", and "kidney problems". Affected side is right. The device has been explanted.